Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound dehiscence/ capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced right sided deflation post procedure. The deflation was confirmed by a physician. Additional left sided wound dehiscence and capsular contracture (baker grade unknown) was present. As a result, bilateral prosthesis replacement with 350cc smooth round mentor saline prostheses was performed on (B)(6) 2021. The right sided deflation was reported initially under 1645337-2019-14372 on june 25, 2021. On july 23, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.